Manufacturer narrative:
On 04apr2016, the (B)(6) provided the results of the planning review performed with the following conclusions: the analysis of the (B)(6) process of this case found no deviations from the standard procedures. Batch review performed on 04 april 2016. Lot 124364: (B)(4) items manufactured and released on 05 december 2012. Expiration date: 2017-10-31. No anomalies found related to the problem. To date, all items of this lot have been already sold without any similar reported event. Gmk primary tibial insert ps fixed size 2/10 mm, code 02.07.0210psf, lot. 121952 ((B)(4)) (B)(4) items manufactured and released on 04 september 2012. Expiration date: 2017-07-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk primary femur ps cementless size 2 right, code 02.07.2102r, lot. 140903 (not marketed in USA); (B)(4) items manufactured and released on 17 april 2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Primary knee will be revised on (B)(6) 2016 because of instability.

Manufacturer narrative:
Additional information received on 12 may 2016 from the initial reporter and includes: revision surgery outcome was successful. Explanted components: tibia, inlay. Explants are not available for investigation. The knee was too loose (why is unclear) and the tibia was loose as well. On 06 june 2016 it was prepared a final report with the information submitted in this report and in the initial one. On 07 june 2016 the report was sent to the initial reporter and the case was closed.